Manufacturer narrative:
The boston scientific technical services department suggested that the field representative clean off the rv lead terminal pin and flush the rv header port with saline. The physician followed these steps, and the rv lead was successfully inserted into the header and secured with good impedance measurements. Subsequently, a revision procedure was performed due to high rv pacing impedance measurements of greater than 2000 ohms. Upon reopening the pocket, the rv lead reportedly fell out of the header. The rv lead was then checked via a pacing system analyzer (psa), and all diagnostic lead measurements were found to be normal. The rv lead was then reconnected to device, with all measurements through the device within normal range. The patient is pacemaker dependent, but received no inappropriate therapy and suffered no adverse effects as a result of this event. Current records suggest that this device and rv lead remain implanted and in service. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that at implant of this cardiac resynchronization therapy defibrillator (crt-d), a high right ventricular (rv) pacing impedance of greater than 2000 ohms was observed. With the patient's previous device and chronic transvenous rv lead, pacing impedance measurements had been 741 ohms. A field representative tried taking the rv lead out of the header and placing it back in the header several times, but was still observing rv pacing impedance measurements of greater than 2000 ohms. This patient is pacemaker dependent; however, no adverse patient effects were reported as a result of these clinical observations.